Event description:
A physician reported that an ophthalmic operating console presented a system message and air displacement could not be performed during silicone removal. The surgery was completed successfully by change in the operation method making a wider incision for removal of silicon. There was no patient harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system, confirmed, but did not replicate the reported event. The company service representative found the system message in the event log. The oil air dryer filter was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).